Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that the pendant failed visual inspection. The laminate on soft keys 1, p, and laser on/off keys are cracked. When installed on a test system motion would not ready, not allowing the system to boot. Analysis found that the reported event was related to an electrical component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ias does not complete motion selftest at startup anymore. Troubleshooting showed that the pendant had a malfunction (security level of a switch permanently activated and preventing from bootup). The pendant was replaced, and firmware successfully loaded for system function testing. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that it took 3 attempts to successfully boot up the system. No patient present.